Event description:
It was reported to the manufacturer that the patient's device was disabled and is not functioning. Attempts for additional information regarding what was meant by "not functioning" have been unsuccessful to date.

Event description:
Additional information was received on (B)(4) 2012. A nurse with the patient's physician indicated that there was no suspected device failure and the generator was programmed off a while ago due to a lack of efficacy which was a believed to be related to the patient being a non-responder. She indicated that she didn't know when exactly it was disabled, but it was a while ago and again re-iterated that there was no suspected device issue; therapy just didn't work for the patient.

Manufacturer narrative:
Date of event: corrected data; previous MDR inadvertently submitted incorrect date of event.

Event description:
Information was recently received that the patient's device was disabled on (B)(6) 2010. No additional relevant information has been received to date.